Event description:
A customer reported to carefusion that the green tape that retains the reservoir bag to the mask tube appears to have come undone, or has never been attached properly. After being fitted to a patient on (B)(6) 2012, on inspection at 15.30, the bag was found to have fallen away and oxygen was escaping rather than flowing into the mask. The patients saturations dropped to 72%. A new mask was fitted to the patient and the saturations improved to 90% within seconds. The patient was diagnosed and being treated for abdominal pain, sepsis, and pneumonia. It was reported that no lasting harm seems to have occurred.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be sent to the FDA.

Manufacturer narrative:
(B)(4). Additional information: sample received on (B)(4) 2012. Evaluation summary: the returned sample was received and was visually inspected. The manufacturing facility confirmed the bag separated from the mask. This defect could've been caused by the operator's misplacement of the green tape on to the oxygen mask. The probable root cause is that our operative personnel failed to follow manufacturing procedures and the oxygen mask may have been misassembled. As a corrective action all the personnel were notified about the problem.